Event description:
It was reported the patient was going to have a revision the wednesday following report to have the lead repositioned. It was logged they hoped there would not be any new hardware needed. It was noted the patient was not getting the coverage they needed, "it was too far to the right". It was reported there was no particular event that caused this, and on the day of implant the patient "seemed to have good coverage." It was then reported the manufacturer representative communicated with the patient over the phone, and met up with them for reprogramming and was unable to get the coverage they needed. It was noted no imaging was done but impedances all looked good. Additional information received reported the patient had one lead on the right and one on the left but the majority of the coverage was on the right side, and the patient was not getting great stimulation coverage. It was noted a revision was happening on the day of report to get them (the leads) over to the left side to try to capture coverage for left ankle pain. Further information received reported the lead revision was done the day prior to report. It was logged they disconnected the leads from the battery, and repositioned the leads more to the left side for better pain relief. It was noted impedance checks were done with no abnormalities and the patient was happy with coverage to the left ankle. It was logged that it was a successful revision.

Manufacturer narrative:
Upon further review, only evaluation conclusion code applies to the leads; evaluation conclusion codes no longer apply.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient's pain stimulator did not work after implant so the healthcare provider (hcp) went back in and took the entire device out. Per the patient the hcp put in an entirely new system in (B)(6) 2013. The patient was going to meet with a manufacturing representative on (B)(6) 2014. It was previously reported that a lead revision was done, not a replacement. Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.